Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. The force bipolar instrument has not been returned to isi for evaluation. Logs confirmed that the force bipolar instrument has been used in subsequent procedures. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was completed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the site's complaint history showed no other complaints for this product. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: during the use of the instrument there could be tissue catching, pinching which are minor tissue injuries that require either no or minor intervention. Although, while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The bowel that was pinched in the wrist of the instrument was released by gentle manipulation without any injury that required any medical intervention. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
The surgeon had reported to the csr that during a da vinci-assisted inguinal hernia surgical procedure, the wrist of the force bipolar instrument got caught on bowel while grasping tissue. He stated "his force is not actively grasping" (not in strong grip mode) when the force bipolar wrist got caught on the bowel. The surgeon released the tissue by slight manipulation without injury to the bowel.